Event description:
A customer from (B)(6) notified biomérieux of misidentification results when testing with the vitek® 2 gn ID test kit (ref 21341). The customer tested a patient isolate from a stool sample with the gn card, lot 2410515203 and obtained an identification of pluralibacter gergoviae twice. This strain was tested with api and identified as shigella sonnei. Pcr also identified the strain as shigella. The customer repeated testing after cleaning the optics, and they obtained the correct identification of shigella sonnei. However, this was obtained with a different lot number, 2410555403. The customer confirmed the results were not released to the physician, and there was no impact on the patient treatment. They stated there was a delay in reporting the results of greater than 48 hours. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed for a misidentification of shigella sonnei as pluralibacter gergoviae when testing with the vitek® 2 gn ID test kit (ref 21341). . The customer reported setting up the strain from a culture that had been incubated on xld media in air for 48 hrs at 37c. (Note: recommended age of culture is 18-24 hrs.) Repeat testing was performed twice on 24 hour old cultures with identification results of p. Gergoviae. After optics were cleaned, correct results of s. Sonnei were obtained with gn lot# 2410555403. Two lab reports were submitted with both showing an excellent identification of p. Gergoviae and 1 atypical positive reaction (ure) for an identification of s. Sonnei according to the gn knowledge base. Atypical positive reactions can indicate contamination, mixed culture, use of non recommended media or other user set up errors or an atypical strain. In this case, it appears that dirty optics may have contributed to the atypical reaction leading to the misidentification since correct results were obtained after cleaning. However without the strain or raw data it's not possible to further evaluate the cause of the misidentification. The vitek 2 gn lot # 2410515203 met final qc release criteria. This lot passed qc performance testing.